Event description:
It was reported that detachment of device occurred. The target lesion was located in am arteriovenous (av) fistula. A 182cm straight tip v-14 control wire was selected for use. During the procedure upon removal, the tip became detached/stripped. Part of the guidewire remained in the patient's body. The procedure was completed with another device. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: visual analysis of the returned device revealed the wire had tip damage. It was found the distal tip was peeled and kinked. Additionally, the polymer tip of the device was detached. There was evidence of polymer in the rest of the wire. The overall length and outer diameter of distal tip, middle of the device, and proximal section were within specifications. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported that detachment of device occurred. The target lesion was located in am arteriovenous (av) fistula. A 182cm straight tip v-14 control wire was selected for use. During the procedure upon removal, the tip became detached/stripped. Part of the guidewire remained in the patient's body. The procedure was completed with another device. There were no further patient complications reported.